Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was a shocking or jolting sensation in the patient's left jaw and the patient tasted metal on the left side. It was noted that the implantable neurostimulator (ins) was on the left side. It was reported that the device was turned off on (B)(6) 2014 for a couple of months and the patient was not feeling the adverse sensations with the device off. The reporter stated that when they turned on the device on (B)(6) 2014 the only time the patient felt tingling in the jaw and the metal taste was when they were running impedances. Impedances were taken many times with the patient in different positions, head locations, and arm locations. It was noted that there were no reported changes in the medications that the patient was taking. The patient was programmed on -2, +1 at 60 pulse width, 185 rate, and 3 volts and had a therapy impedance of 1878 ohms, 1.64 miliamps at 3 volts. Two weeks later, it was reported that the doctor was going to open the patient up to check the extension and the lead. It was noted that the patient was tasting metal in his mouth. It was later reported that the doctor went on to replace the extension and implantable neurostimulator (ins) on (B)(6) 2014. It was noted that electrode impedances run at 3.00 volts had values ranging from 976 ohms to 2338 ohms and at 1.5 volts the case and electrode 3 had a value of 2514 and was stated to be high. All impedances noted to be in the normal range.

Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found it functionally okay with insignificant anomalies. It functioned properly throughout the duration of the test. Analysis of the stimulator, serial #(B)(4), found it functionally okay with insignificant anomalies. It functioned properly throughout the duration of the test. Analysis of the lead, lot # j0454427v, found its body stretched. There were no significant anomalies. Analysis of the lead, lot # j0454427v, found its body conductor broken from overstress damage. There were no significant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387-40, lot# j0454427v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. Product ID 3387-40, lot# j0454427v, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: lead. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: extension. Product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received reported that the patient was having both systems entirely removed. The patient's managing healthcare provider (hcp) wanted him to consider moving the leads instead, but the patient wanted it all explanted. The systems had been turned off, even though the patient was getting benefit from them. Nothing had been done surgically since (B)(6). After the left lead was explanted on the day of surgery visual damage to it was seen. There was a "piece broken and a visual break in the lead seen." There was no plan to re-implant the patient, but the hcp would speak to him further about that option. The patient recovered without sequela. Please refer to manufacturing report #3004209178-2014-16783 as it pertained to the other implantable neurostimulator (ins) that was also removed at the same time.

Manufacturer narrative:
Concomitant: product ID 37602, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. Product ID 3387-40, lot# j0454427v, implanted: 2005-(B)(6), product type lead. Product ID 748240, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 3387-40, lot# j0454427v, implanted: 2005-(B)(6), product type lead. Product ID 748240, serial# (B)(4), implanted: 2005-(B)(6), product type extension. Product ID 37602, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. (B)(4).

Event description:
Additional information received reported the cause of the issue was not determined. It was noted the patient was seen by their health care professional one day prior to report and they still had a metal taste in their mouth when the device was on. It was noted the patient did not experience shocking but they still experienced the metal taste.

Event description:
Additional information received reported the patient was doing fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a shocking or jolting sensation in certain positions. It was noted the patient was getting jolts in their head, face, and jaw. It was further noted that with stimulation off there was no jolting or metallic taste. The reporter stated the patient had jolts to their face and a metal taste in their mouth when impedance checks were done. The reporter further stated the patient had the implantable neurostimulator (ins) changed out and the patient was seen on 2014-(B)(6) and they still had problems. It was note that certain positions made the pain, jolting, and metal taste returned. It was further noted that when the ins was turned off the issues went away. It was noted that both inss were currently off. It was further noted that an x-ray was ordered and nothing was seen. Additional information received reported the manufacturing representative would be meeting with the patient on tuesday at the healthcare professional¿s office. Additional information received reported the patient had not been seen in the clinic yet and their appointment was moved to tomorrow. Additional information was requested, but was not available as of the date of this report.